Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. When asked what circumstance that led to patient¿s charged implant more often, patient stated the recharger/antenna was not keeping full charger. It was noted the replacement of the recharger resolved the patient¿s charged implant more often. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient that was implanted with a neurostimulator (ins) for other chronic/intract pain. It was reported patient was having to charge her implant more often. Prior the call today, patient called representative (rep), and rep told her to ask for a replacement patient programmer (pp). Patient stated the pp was not working and she replaced the batteries. Patient noted the screen started blinking and it was like it was losing charge. Patient services (pss) reviewed; the pp was working fine, and patient was actually referring to the ins recharger. It was reviewed how number of efficiency bars would affect recharge time. Patient stated the insr screen was blink, pss reviewed while charging screen updated every so often. Patient said she was able to get between 5 and 6 coupling boxes when she charged. During call, patient could start a charging session. It was reviewed and it sounded like the insr worked as intended. Pss offered to send a replacement insr antenna if the patient was concerned about coupling. Pss reviewed, patient was having to charge more often was caused by the ins itself and replacing the insr wouldn¿t resolve that. It was noted the ins recharger antenna was damaged. Additional information was received from patient on august-13-2018. Patient stated she spoke with rep and rep wanted to repair to send a new insr antenna and sticky patches. Additional information was received from patient on august-15-2018. Patient mentioned she received the new insr antenna and adhesive discs and wanted to know how to use the adhesive discs. Patient stated she tried to use the disc, but would get 4 to 6 coupling bars and wanted to get all 8 bars. Pss walked patient through positioning the insr antenna over the implant and how to use adhesive disc, patient got 8 coupling bars while using adhesive discs. No further complication and no symptoms were reported.